Event description:
During dilatation the device was sent down the esophagus and the procedure was completed. Upon removal of the guidewire it was noticed that the device had kinked at the spring tip causing the wire to be exposed. The pt was sent for a chest x-ray immediately and no injury was noted. The following morning the pt had a CT scan which indicated a perforated stomach. The pt was then taken to surgery for repair. The device was new and had not been used before.